Event description:
The pt reportedly experienced loss of lock between the external equipment and the cochlear implant. Programming adjustments were made and external equipment was exchanged, however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.